Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from the septum. Reportedly, customer continued to use the cartridge for insulin therapy. Customer's blood glucose level was not impacted.